Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis user facility reported that an external blood leak occurred during treatment. The blood leak was visually observed leaking from underneath the header/end-cap of the device and down the exterior of the dialyzer housing. No dialyzer damage was visible. Blood test strips were not used. The machine did not alarm. The patient's estimated blood loss was approximately 300ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The device is available for a manufacturer evaluation, but it has not been received.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the fiber membrane was streaked with blood residue and coagulated blood was noted at both ends of the dialyzer between the screw flanges and the potting cut surfaces. Visual examination of the sample also revealed a thin piece of debris (consistent with a polyurethane/polyethylene (pu/pe) sliver), situated between the potting cut surface and the o-ring at the cavity ID end of the dialyzer. The debris was located at approximately 0 degrees with the dialysate port situated at 0 degrees. There was no other debris, damage, or irregularities noted. The dialyzer was then subjected to a laboratory external leak test where a leak was not detected (possibly due to the coagulated blood). A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned device observed debris lodged between the silicone o-ring and polyurethane cut surface on the cavity ID end. Although no leak was detected during the laboratory leak test, the observed debris could have resulted in the reported leak.